Event description:
This rv was implanted on (B)(6) 1996 and was capped on (B)(6) 2016 due to impedance greater than 2500 ohms and no capture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).